Event description:
Infusaport catheter broke 1 cm from infusaport and embolized such that the broken tip was just inside subclavian vein. "Veinotomy" performed. Catheter was removed. Infusaport removed.

Manufacturer narrative:
History: the vital-port was returned for our eval and analysis. The catheter had fractured at the port-catheter connection. Analysis: the catheter was returned in two segments: a 20.5-cm long piece and a 3-mm sectin which remained on the connector tube of the port. The catheter appeared to have fractured transversely at about the locatoin of the tip of the catheter lock. The fracture surface in the longer segment (see figure 1) appears to be rough, and does not match the fracture surface on the shorter segement. Length markings on the catheter indicate that a short piece, approx 4-mm long, was missing. This short piece probably broke off during explant, as there were scratches on the connector tube. Conclusion: the fracture appeared to be a result of cyclic, external forces imposed on the catheter. However, the source of the forces required to cause the failure could not be identified.